Event description:
Abbott diabetes care received a medwatch report which reported the following information: a sensor failed to load or restart. No third party treatment or intervention reported. No phone number was provided and adc customer service attempted to contact the customer 3 times via email to gain additional details regarding this event; however, all follow up attempts were unsuccessful. This medwatch is associated with medwatch# mw5145165 and mw514566. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint. At this time product has not yet been returned and a valid serial number has not been provided and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This report is (1) one of the (3) three medwatch being reported. This mw5145164 is associated with medwatch# mw5145165 and mw514566. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.